Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of programming anomaly and history anomaly from the insulin pump. The customer's blood glucose reading was 5.4 mmol/l. The customer stated that the pump does not show the last week of data. The customer went into utilities daily total averages. The customer checked the alarm history and there is a no delivery and low reservoir alarm. The customer was advised that any settings changed during the time could have caused the error. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
Pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Pump was monitored and no low reservoir alarm anomaly noted. No excessive no delivery alarm noted. Pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No history anomaly noted.